Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was not providing benefit to the recipient due to being accidentally pulled out of cochlea during a re-positioning surgery of the implant housing. Reportedly the implant migrated from its intended position after implantation surgery and was therefore re-positioned. Additionally, one electrode contact was left outside of cochlea according to the implant registration card. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The recipient's hearing performance with the device is affected. The recipient underwent a repositioning surgery of the implant on the (B)(6) 2020 due to dislocation of the housing despite the housing being sutured. It is suspected that during the surgery the electrode array was inadvertently pulled out of the cochlea. The electrode was not checked intra-operatively or post-operatively and therefore was not re-inserted at the surgery. It was only when the recipient had no sound impression four weeks after re-positioning surgery that images were taken to check the position of the electrode array. The recipient was therefore re-implanted on the (B)(6) 2020 with a shorter electrode array.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user underwent a repositioning surgery of the implant. Afterwards the electrode migrated into the middle ear. Therefore, the recipient was re-implanted with a shorter electrode array.